Event description:
It was reported that on (B)(6) 2022 , during a selenia dimensions procedure the c-arm was moving by itself. No patient or staff injury reported. A field engineer examined the equipment and determined that the foot switch was stuck an needed to be replaced. The system met the manufacturers specifications. No other information is available.